Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the customer was performing a vascular diagnosis procedure. The philips remote service engineer (rse) assessed the system remotely and confirmed the geometry issues. Rse examined the log files and found that the geo mono module float force tabletop key button was active at startup. During investigation, rse found that the system was turned on and the on button was pressed, resulting in a warm reboot of the system during which they were moving the table and causing geometry to stop due to user controls triggered during the warm reboot. The user pressed the emergency stop button and rebooted the system. The rse instructed user not to move the geometry or controls until the boot process was complete. The issue was resolved after releasing the button and rebooting the system. After which the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue occurred when the user pressed the user controls during the reboot of the system. The reported malfunction was caused by the user, and the philips system was working fine. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system had geometry issues. The system was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.